Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer by providing information for a pump reset, and after the reset, the issue with the cgm error code did not reoccur. The caller successfully started their sensor session.